Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on patch bond edge side assessed as unidentified (tear) opening (shell thickness was within specification) and two opening observed on anterior side assessed as surgical damage. Additional observations: creases were observed. Yellow particles observed inner the surface of the shell.

Event description:
Healthcare professional reported a right deflation. Device has been explanted.